Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the mildly tortuous, moderately calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. Furthermore, it is likely that the resistance felt during retraction of the device was due to the interaction with the difficult anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, 90% stenosed lesion in the right coronary artery. A 3.0x15 mm trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, during the first inflation attempt the balloon ruptured at 14 atmospheres. Resistance was met with the patient anatomy during removal of the bdc. The trek rx bdc was removed and was replaced with an unspecified drug coated balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.